Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll had label content incorrect. 302149 syringes labelled case but the contents inside contain 302143 syringes.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Based on the assembly production run, two catalogues are assembled on the same 10ml syringe assembly line. However, the two catalogue were not produced consecutively; another catalogue was produced in between the two affected catalogue. Therefore, it was considered unlikely that the two catalogue would have become mixed label during the assembly process. Based on this information, the assembly process was ruled out as a potential root cause of the shelf carton incorrect label.

Event description:
No additional information.